Event description:
Wound ostomy team went to do a dressing change on this patient two consecutive times and the dressing was off of the patient with the ez plus pump not alarming.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f small w/ soft port. No sample, lot and/or photos were provided for evaluation. A DHR review investigation could not be performed with the limited information provided. The reported complaint is deemed confirmed; as a known issue. The complaint indicates a dressing off at the wound area in two consecutive times and no alarm triggered by the renasys ez plus. In regards to a pump not triggering a leak alarm after an evident dressing off the wound site means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak for more than 3 minutes, therefore not instantaneous. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance the pump maintained negative pressure and canister was receiving a smaller volume due to a partial occlusion in soft port. In summary, the pump in system connection will be sensitive to leak rates below 0.05 l/min and to instability in pressure held for system when negative pressure cannot be sustained within 25mmhg of setting. Based on prior complaints for similar issues the soft port orifice size was increased to match the shape of the predicate port. The changes were incorporate in production during q2 2013. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.